Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the hemopro device would not shut off after finished burning a branch. Device was immediately unplugged from the power supply. The hospital used a second hemopro device, successfully completed the case. No pt complications were reported by the hospital.

Manufacturer narrative:
Investigation results: the investigation was completed. Device passes the mechanical, electrical and the simulated cautery test. The reported complaint that the "device would not shut off", could not be confirmed. A review of the finished device lot history record did not reveal any non conformance reports, which could have contributed to this complaint.